Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that the cause of this event was attributed to some factor(s) external to product.

Event description:
The cement kept clumping during mixing. There was no adverse consequence for the patient or delay in surgery or anesthesia time.